Event description:
It was reported that the system could not produce an image on the left monitor. This will cause the system to be unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.